Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.